Event description:
It was reported to boston scientific corporation that during preparation for a procedure using an advantage transvaginal mid-urethral sling system, the package was observed to be cracked open. There was no patient involvement at the time of discovery. The physician performed the procedure using another advantage transvaginal mid-urethral sling system.